Event description:
It was reported that the user started a new dexcom g7 continuous glucose monitor (cgm) sensor but did not receive cgm readings because the incorrect pairing code was entered; the user was advised to re-enter the correct code and allow for pairing to complete. No adverse clinical symptoms reported. Outcomes included no alerts, no alarms, and no impact to blood glucose management as reported by the user. User support included user education and troubleshooting to confirm incorrect pairing and to instruct on proper pairing steps. Investigation of this case revealed user error related to an incorrect pairing code, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in setup and use.

Manufacturer narrative:
Initial.